Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion was located in the moderately tortuous, moderately calcified, proximal right coronary artery (rca). The physician attempted to direct stent with a taxus liberte 3.5x16mm drug eluting stent, but was unable to cross the lesion. The physician then pre-dilated with a 2.5x20mm maverick balloon and attempted to deploy the stent. Upon removal it was noted that the stent was not in the patient, but had come off in the y adaptor. The procedure was completed with another taxus stent with excellent results. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.